Event description:
It was reported that 2 cases of sharps coll 19gal gasket red were missing their lids. The following information was provided by the initial reporter: "the lids are interchangeable and as mentioned previously, we received #2 cases without lids. This equates to #10 containers without lids."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without photos or a physical sample for investigation, the complaint cannot be verified and the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported (1073905) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Potential root cause: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non controlled handling within distributor facilities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 cases of sharps coll 19gal gasket red were missing their lids. The following information was provided by the initial reporter: "the lids are interchangeable and as mentioned previously, we received #2 cases without lids. This equates to #10 containers without lids."